Event description:
A hole in the diaphragm was noted during counterpulsation. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. No further details are available. The bio-med dept at the user facility evaluated the balloon pump. A visual exam revealed a tear in the diaphragm. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm. Co's maintenance schedule outlines routine maintenance steps which address this issue. Co believes the appropriate maintenance of this device could have prevented this event and does not attribute it to the device.